Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a knife was hit against the pump and as a result the touchscreen became shattered and unresponsive. Customer¿s blood glucose was between 169-217 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.